Manufacturer narrative:
Heartsine's investigation of the device duplicated the reported fault. This was attributed to a degrading fuse on the returned pad-pak, which led to reduced voltage output. During the investigation, motion applied while disassembling the battery pack caused the fuse to later fail open circuit, resulting in no voltage output. No visual abnormalities were observed on the battery pack. The device was scrapped by heartsine and the customer was provided with a replacement device.

Event description:
The customer contacted heartsine to report that their device could not be powered on with a pad-pak. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Event description:
The customer contacted heartsine to report that their device could not be powered on with a pad-pak. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.